Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead and right atrial (ra) lead revision. It was previously noted that the rv lead exhibited noise over-sensing and low pacing impedance and the ra lead exhibited inappropriate automatic mode switch due to noise over-sensing. Both leads were capped and replaced on (B)(6) 2023. Patient was experiencing low blood pressure during procedure. The hypotension was resolved, and patient condition was stable post procedure.